Event description:
Customer reported that a drink was spilled on her insulin pump. He stated that the insulin pump stopped working. He stated that it began to work again and his bolus was delivered but the screen became fogged up with water. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.